Event description:
It was reported that during a procedure the set screw for the right ventricular (rv) lead was "stripped" while "removing" (detaching) the rv lead from the device. The device was removed and replaced with a new device. No known patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - the device was returned to the manufacturer and analyzed. No anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.